Manufacturer narrative:
An event of thrombus was reported. A more comprehensive assessment could not be performed since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported to abbott on 11 july 2020 that there was a thrombus event on a trifecta valve.